Event description:
Reportedly, during the implantation of the ICD involved in this MDR report, it was observed high impedance and capture failure on atrial port. No anomaly was observed when testing the lead after disconnection. The ICD was not kept implanted and was returned for analysis. A new ICD was successfully implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.